Event description:
A customer reported a suction pressure pump one too low, during surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During onsite visit the field service engineer (fse) confirmed the reported error. Fse performed vacuum circuit test, replaced connectors and indicated the device is in good working order and ready for work. The root cause for the reported suction error could be determined as a faulty connector, however the reason for failure is unknown. Connector is made of plastic material, therefore exposed to component wear. Most possible root cause is component wear. The manufacturer internal reference number is: (B)(4).